Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11 h1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ france. H6: proposed component code: mechanical (g04) ¿ stem. Cipolla, a., vella-baldacchino, m., le baron, m., argenson, j-n., flecher, x. (2024). Using porous tantalum uncemented components to manage acetabular defects and to restore the hip center of rotation in revision total hip arthroplasty: a minimum ten-year clinical and radiological study. The journal of arthroplasty, 40(5) 1284-1292. Https://doi.org/10.1016/j.arth.2024.10.110. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that one patient experienced a hip revision due to heterotopic ossification on an unknown date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. The following sections were corrected: h1 uncheck summary report; h6 component code. D4: attempts have been made to gather all product identification information and no further information has been provided. Product has not been returned. No product evaluation was able to be completed. Root cause of the reported event is not device related. Heterotopic ossification (ho) is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, surgical history, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, or the patient can remain asymptomatic. Radiation or nonsteroidal anti-inflammatory medications are often provided to prevent ho formation. The only treatment, if necessary, is surgical excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.